Event description:
It was reported that the patient with this electrode received one inappropriate shock due to t wave oversensing in the secondary sensing vector. Technical services (ts) provided a review of the episode noting that there was noisy baseline, and noise was oversensing and t wave oversensing persisted to shock delivery. Ts discussed qrs appeared wider in event that in presenting electrogram (egm). Ts discussed impedance appeared high withing normal limits and recommended x ray for system placement. Ts discussed possible reprogramming options such as extending smart charge and recommended further testing. Additionally, ts noted there were four episodes stored where an inappropriate shock was delivered due to oversensing. Subsequently the shock impedance for a treated episode was noted to be high withing normal limits. This electrode was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this electrode received one inappropriate shock due to t wave oversensing in the secondary sensing vector. Technical services (ts) provided a review of the episode noting that there was noisy baseline, and noise was oversensing and t wave oversensing persisted to shock delivery. Ts discussed qrs appeared wider in event that in presenting electrogram (egm). Ts discussed impedance appeared high withing normal limits and recommended x ray for system placement. Ts discussed possible reprogramming options such as extending smart charge and recommended further testing. Additionally, ts noted there were four episodes stored where an inappropriate shock was delivered due to oversensing. Subsequently the shock impedance for a treated episode was noted to be high withing normal limits. This electrode was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.